Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the call, the patient asked how their ins went from 30-40% to 0% over night. Pt was redirected to hcp to further address conc erns. Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt stating they were trying to get an MRI today but they 'could not get this thing to work' and had to cancel the MRI. Pt stated they got home and it was not charged. On the call, pt saw ins battery in red recharging excellent - agent reviewed information. Pt started to become escalated because they said they charged the ins last night to 30-40%. Agent reviewed ins battery depletion and charge frequency information - pt stated theirs is '3.1'. Pt stated they think the recharger is 'broken' because they dropped it the other day and then 'could not find the thing' and had to hook it up and match the numbers and it could ever find anything. Pt stated if they move, it goes to good. Pt stated the MRI is rescheduled for tomorrow. Pt stated they called earlier today and was emailed a form and was told they cannot do the MRI unless a form is filled out by an hcp - agent reviewed MRI eligibility form. Pt then stated the 'device is not on' and there is 'no power to it'. Agent reviewed to continue charging the ins and then they can attempt to enter MRI mode. Pt will call back if further assistance is needed. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the cause of the issues charging stimulator is the patient forgot to charge it. They noted the recharger was not broken, they just had to do it. The issue was resolved.